Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath to treat the left atrial appendage (laa). Transesophageal echocardiogram (tee) and angiography were used during the procedure. The patient's laa was multi-lobed. The first lobe was measured at a maximum distance of 18-20mm and the second lobe has a maximum distance of 10-15mm. The landing zone anterior to both lobes was measured at 20mm. A 25mm occluder was selected and placement was intended to be anterior to both lobes to allow for 5mm over-sizing. Transseptal access was inferior and posterior. The first deployment attempt was in the first lobe, but the occluder did not have sufficient space for placement. After a second unsuccessful attempt, the occluder was placed in the landing zone. During the tug test, the occluder was unstable and it was determined that the occluder was undersized. The occluder was removed from the patient and replaced with a new 31mm amplatzer amulet left atrial appendage occluder. The second occluder was positioned. The occluder had a strawberry-shaped compression. Three tug tests were performed. Close criteria were met. The occluder was released from the delivery cable. After retracting the delivery sheath into the right atrium, a tee showed the occluder embolized into the ventricle. Several attempts were made to snare the occluder but were unsuccessful. A ptca wire and balloon were used to probe and inflate the occluder. The occluder was pulled back into the left atrium where the occluder was snared and removed from the patient. The patient status was stable.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the exact cause of the reported device embolization could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the device was removed via snare. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.